Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Pylorus. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? First. What color cartridge was being used? Black. What other color cartridges were used before and after this event? Green. Was buttressing material utilized? If so, which product? No w/blk cartridge, yes w/green cartridge. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? Cartridge used with ple60a device. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, on the first firing at the pylorus the device fired well. The staples were deployed. Two-thirds way down the staple line, four staples on the outside row on the patient side did not form. The surgeon over sewed the area due to oozing. The procedure was completed without patient consequence. The cartridge was discarded.